Event description:
It was reported that a chiba biopsy needle "sheared off" the coating of a wire guide. The device was required by an unknown patient for use during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure two wire guides, one straight and one curved, were used through the chiba needle and the wire coating was "sheared off" in the patient. The user then retrieved the separated device fragments with graspers and suction from a lithotripsy system used during the procedure. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Procode: mjg, initial reporter occupation: urologist, PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information, it was reported that the access site was the left flank to reach the left kidney. Excessive force was not required during the procedure. The wire guides were withdrawn through the needle. The procedure was completed with the devices previously described. The patient did not experience any adverse effects or require additional procedures due to this occurrence. The patient was not hospitalized or require prolonged hospitalization.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Two used wire guide were returned and evaluated. One wire guide was a hiwire standard-body wire guide (hw-035150) and one was a hiwire standard-body wire guide with angled tip (hwa-035150). The returned wire guides were inspected by the supplier and at 10x magnification over the entire length while rotating the wire under the scope. Neither specimen presented any visual or tactile indication of coating damage or polymer jacket removal or damage. Both of the wire guides also had bends that were not reported and likely occurred in return shipping. The cook representative for the customer who returned the device confirmed they believed they were the correct devices to be returned, although they were were uncertain which of the two devices were the complaint device. Hence they had returned both. The evidence from the complaint file, supplier review of manufacturing documents and complaint device indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Based on the information provided, the most probable cause of this event is related to concomitant device use, as the user reported a separated piece within the patient, however, the returned cook device had no visible signs of damage. It is likely that the foreign matter was from another device used during the procedure (ie nephroscope, balloon dilators, stents, other guidewires used during the procedure). The complaint was not confirmed as the available evidence indicates the returned complaint devices did not contribute to the complaint.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information, it was reported only one of the two wire guides experienced the failure. It noted a small, separated device fragment was observed during the procedure through the scope. It was also noted the damage was difficult to see "with the naked eye".

Manufacturer narrative:
Additional information: b5, d9, g4 correction: d1, d2, d4- catalog#, d10, h3, h6- annex g this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Two unknown hiwire wire guides were returned on 24feb2022. Therefore, the suspect medical device has been changed to reflect the returned products.